Event description:
The report stated that after several sealing cycles of the ligasure vessel sealing system in a laparoscopy-assisted distal gastrectomy procedure, the knife did not move forward and it did not cut. The site also reported that sealing did not occur. In follow-up with the site, they reported both regrasp alerts (indicating the sealing cycle had not been completed) and an end tone (indicating the seal cycle was complete), so it is unclear if the system indicated sealing occurred on this particular seal cycle. Another ligasure v was used to complete the procedure. There was no patient bleeding.

Manufacturer narrative:
The sample has been requested, but the site has indicated it will not be returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.